Event description:
During eval of this device, a keypad output response anomaly was observed. There was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The eval confirmed a delayed response of approx 3 seconds when any key on the pump keypad was selected. The delayed response was found to be caused by a failed procedure printed circuit board. The failed processor printed circuit board was replaced.